Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The patient reported that their recharger quit working on friday night when they were charging, prior to the report. The patient further stated that the recharger is frozen, and beeping. The patient noted that their implantable neurostimulator (ins) died on friday night as well, because they couldn't charge it. The patient has been in pain since their ins died. They also stated that the ins area is hot and that their recharger antenna may be hot too. The patient mentioned that they are lying on ice to help with the pain. The patient was to follow-up with their healthcare provider if the ins area continues to be hot. A request was made for a replacement antenna. Troubleshooting was done at the time of the report, and the patient was able to reset the recharger. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.